Event description:
The facility stated while transferring the pt from her bed to a wheel chair the hanger bar broke and hit her on top of the head. She suffered a 1.5cm bump to the top of her head.

Event description:
The facility states while transferring the patient from the patient bed to a wheel chair the hanger bar broke and hit the patient on top of the head. The pt suffered a 1.5cm bump to the top of the pt's head.